Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away eleven days after the implant of their implantable pulse generator (ipg). No further in formation is currently available.